Event description:
It was reported that an ilet user experienced persistent alert code 58 indicating an algorithm error, which did not resolve after multiple restarts, and a replacement ilet was shipped with instructions to shut down the original device and return it. Symptoms included no reported adverse physiological effects and blood glucose reported as unaffected. Outcomes included interruption of therapy on the affected device, continued cgm use via the dexcom app or receiver, and replacement device delivery arranged with tracking provided. Investigation included customer troubleshooting and education, verification of shipping information, and receipt and inspection of the returned device. Investigation of this revealed alert 58 could not be duplicated; however, software related alerts 57 and 90 were found. It was concluded that the cause was a software-related device malfunction of undetermined root cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.